Manufacturer narrative:
Concomitant medical products: 7120q58 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the patient is deceased. A new implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were implanted uneventfully. While the physician was closing the pocket, the patient went into ventricular tachycardia (vt)/ ventricular fibrillation (vf) a number of times. The patient received multiple shocks, went back into sinus rhythm, and was moved to the intensive care unit (ICU) once stabilized. The patient passed away later in the day.